Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and avaulta were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with anterior repair, sacrospinous ligament fixation and cystoscopy. It was reported that the patient underwent (unspecified) mesh revision on (B)(6) 2010 due to mesh stricture with tightening at the bladder neck. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, uterovaginal prolapse and stress urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary retention. (B)(4).